Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited high pacing lead impedance. The physician elected to open the pocket and investigate the device/lead connection. This action demonstrated a loose distal right ventricular setscrew. The setscrew was tightened, and the impedances returned to normal. To date, there have been no reported patient symptoms associated with this clinical observation.